Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor confirms he tried to place a 5x10mm implant but the bone was so dense that the driver fractured, so he removed the implant and placed a smaller one in order to finish the procedure.